Event description:
It is alleged that emergency room medical dr attempted to insert a #8 tracheal tube with a flexi-slip stylet. The stylet bent too easily making intubation of pt more difficult. Pt at no time was without air.